Event description:
3. Detailed complaint and failure description the complaint for an event on (B)(6) 2020 was received, stating: «event date (B)(6) 2020 is an assumption. Detailed information is currently not available because the criminal investigation department has blocked all devices and accessories involved. We have received a report from the bfarm that hamilton-h900, sn (B)(6) was also used in this case. » two devices were indicated to be involved in this case (hamilton-g5, ventilator & hamilton-h900, humidifier). This issue was reported to bundesinstitut für arzneimittel und medizinprodukte (bfarm) by the user and by hamilton medical ag. Following manufacturer incident report (mir)were filed: hamilton-g5 (ref.: 09441b/20) and hamilton-h900 (ref.: 09441f/20). The following event description is from the mir: "during ventilation patient's tubus became dislocated which caused consequences. The patient was sedated with the anaesthetic gas sevoflurane via the system. Up to this point, mac values were maintained at a stable level of 0.8 - 1.0 without interruption. There were no changes in the feed rate. An analysis of the system showed that in the 15 minutes before the critical event there was a significant drop in inspiratory gas levels. The circumstances are currently being clarified; a technical defect of the devices cannot be safely excluded. The device is currently no longer in use. There was no further information available regarding patient status and device data." Both devices were confiscated by the police and could not be analyzed. The exact state of health of the patient is unclear after the tubus dislocation. It is also unclear why the police were involved.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. There was a patient's involvement. The root cause could not be clearly determined due to lack of information. No malfunction was found in the affected devices. In consequence the ventilator was taken out of use. There was a potential patient harm reported.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. There was a patient's involvement. The root cause could not be clearly determined due to lack of information. No malfunction was found in the affected devices. In consequence the ventilator was taken out of use. There was a potential patient harm reported. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
3. Detailed complaint and failure description the complaint for an event on 25.06.2020 was received, stating: «event date 25.06.2020 is an assumption, see attached user report, detailed information is currently not available because the criminal investigation department has blocked all devices and accessories involved. We have received a report from the bfarm that hamilton-h900, sn (B)(6) was also used in this case. » two devices were indicated to be involved in this case (hamilton-g5, ventilator & hamilton-h900, humidifier). This issue was reported to bundesinstitut für arzneimittel und medizinprodukte (bfarm) by the user and by hamilton medical ag. Following manufacturer incident report (mir)were filed: hamilton-g5 (ref.: 09441b/20) and hamilton-h900 (ref.: 09441f/20). The following event description is from the mir: "during ventilation patient's tubus became dislocated which caused consequences. The patient was sedated with the anaesthetic gas sevoflurane via the system. Up to this point, mac values were maintained at a stable level of 0.8 - 1.0 without interruption. There were no changes in the feed rate. An analysis of the system showed that in the 15 minutes before the critical event there was a significant drop in inspiratory gas levels. The circumstances are currently being clarified; a technical defect of the devices cannot be safely excluded. The device is currently no longer in use. There was no further information available regarding patient status and device data." Both devices were confiscated by the police and could not be analyzed. The exact state of health of the patient is unclear after the tubus dislocation. It is also unclear why the police were involved.